Manufacturer narrative:
A review of the device serial number history did not identify any similar complaints. The reported failure mode was confirmed during evaluation. The test failure was attributed to a failed power filter. The probable cause was determined to be component failure. CAPA 34 was initiated to investigate the root cause of ground test failure. Reference to complaint#: (B)(4).

Event description:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, with a measured value of 0.139 ohm, which exceeds the acceptance criterion of less than 0.1 ohm. No patient involvement was reported.